Event description:
It was reported to medtronic minimed that the customer received no delivery alarm and issue with insulin delivery as deliveries were delay when doing bolus. The customer also reported that the motor sounds louder and battery cap was not secured. The customer reported no adverse event. The event involved product(s) unknown reservoir, unomedical, mmt-1880. No harm requiring medical interventions were reported. The products unknown reservoir, unomedical, mmt-1880 will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0873 inches. All buttons function properly. No under delivery or insulin flow blocked anomalies noted during testing. Unit successfully downloaded to thump and carelink. Total of 27.4 units of normal bolus was delivered on (B)(6) 2025. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The p-cap/reservoir does lock properly. The following were noted during visual inspection: cracked case and cracked case (battery tube). Pump passed functional testing and no under delivery anomalies noted during testing. Possible under delivery anomaly, keypad unresponsive, no delivery alerts and battery cap damage were not confirmed. Battery cap received with no damage during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.